Event description:
A hospital employee reported that a 3m precise vista disposable skin stapler was used to suture a wound on the head of a (B)(6) male. The employee alleged that the stapler handle did not return after firing the first staple. The staple did not detach from the patient's head. The staple was bent and by using forceps, the staple had to be removed. The patient's wound was allegedly widened as a result of this procedure. According to the product instructions for use this incident was attributed to failure to follow the instructions applicable for this product. The IFU states under contraindications; "when it is not possible to maintain at least 5 mm distance from the stapled skin to underlying structures the use of staplers for skin closure is contraindicated."

Manufacturer narrative:
Information not provided. No lot number was provided. Without the lot number it is not possible to determine the expiration date or manufacture date of the product. The e-mail, phone number, occupation and name of the initial reporter from hospital was not provided.